Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation of the main print circuit board (pcb) also noted a compromised u12 component. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: there was no patient involved in this event. The PMA# provided is associated with most recent approval. The reported event of missing housing cover on the power module was confirmed. The power module (serial number: (B)(6) was returned for analysis to the european distribution center (edc) with a missing backup battery cover. The device was scrapped. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate power module (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, and hm power module instructions for use (IFU) section 5.0, entitled ¿power module (pm) alarm conditions¿, cover all power module alarms, including the yellow wrench alarm and the hazard low battery red alarm, and the actions to take when an alarm occurs. Power module precautions are documented in the heartmate power module instructions for use (IFU) (doc # (B)(4), rev. C) under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Section 2.0, entitled "setting up the power module (pm) prior to use", explains how to set up the power module, including how to connect the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 instructions for use (IFU) section 3, entitled "powering the system" explains that the power module must be plugged into electrical power at all time. If the power module is without electrical power for approximately 18 hours or more, the power module backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module backup battery to prevent damage to the battery. Section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the housing cover of the power module was missing. The power module was evaluated and tested, and it did not function as intended as the system did not detect the power provided via ac or 12v dc. The unit was disassembled for further inspection and resin-like contamination was found on the system monitor cable connector. Due to foreign object contamination, the device was scrapped.